Manufacturer narrative:
(B)(4). Product has not yet been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when drilling for the distal locking screw the drill went posterior to the nail. A lateral x-ray showed that screw missed the hole. The surgeon removed the jig and used perfect circles to insert that screw. Attempts have been made and not additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified signs of use and confirmed part and lot. However, reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) for the device was not reviewed as there was no adverse event reported. Additionally, the images of the device show wear and tear over the approximate 17 years of use. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.